Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports:1038671-2025-01204. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
Section d10: concomitant products truliant tib imp ps insert sz 2 9mm (cat#: 02-022-35-2009 / serial#: (B)(6). Section h7 & h9: if action reported to FDA under 21 usc 360i (f), list correction/removal reporting number is for the truliant tib imp ps insert sz 2 9mm - (z-0023-2022). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 years post initial right side tka, the 37 y/o female patient complained of pain. Patient had a revision due to loose femur and recalled poly and due to recall surgeon used competitor's device for revision. There was no breakage of device or surgical delay / prolongation. Patient was last known to be in stable condition following the event. X-ray and images received. The device is not available for evaluation due to recall hospital will not release.